Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed alert 38 indicating a motor stall, the wake button was unresponsive during troubleshooting, and the device was shut down with the user transitioning to backup therapy; a replacement device was arranged, and data return instructions were provided. Symptoms included thirst, headache, and nausea associated with hyperglycemia, with a highest reported glucose of 360 mg/dl and elevated glucose reportedly lasting for a few hours. Outcomes included device replacement and user management of hyperglycemia without outside assistance or medical intervention. Investigation included customer interview, review of device behavior, and guided dry-run testing without supplies. Investigation of this device revealed a device malfunction consistent with a motor stall and an unresponsive control button, indicating a mechanical or electromechanical component issue. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.